Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Additional narrative: it was reported that due to mesh erosion into the colon, bleeding, pain, dyspareunia, patient underwent mesh removal and fistula repair in 2008. The patient then underwent mesh removal in 2010 and 2011. Additional patient (B)(4) dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 in order to treat pelvic organ prolapse concurrently with a lavh, sacral colpopexy, posterior colporrhaphy, perineorrhaphy, cystoscopy, and external anal sphincteroplasty. It was reported that the patient underwent lysis of adhesions, removal of mesh, exploratory laparotomy, resection of rectovaginal fistula, high rectal resection, reanastomosis along with cystoscopy, proctoscopy, and bilateral ureteral stent placement on (B)(6) 2008. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to granulation tissue of vaginal cuff, retained mesh near vaginal cuff, and pelvic adhesive disease. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.